Manufacturer narrative:
An event regarding dislocation involving a trident liner was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the reported device was not returned for evaluation. Medical records received and evaluation: no medical records were received for review with a clinical consultant device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including medical records, operative reports, x-rays and the return of the device are needed to fully investigate the event. If further information becomes available and/or if the product is returned, this investigation will be re-opened.

Event description:
Hip dislocation was reported. The patient was revised.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Hip dislocation was reported. The patient was revised.